Event description:
The customer reported the observation of a falsely elevated coagulation factor viii deficient plasma result on a sysmex cn-6000 system. The result was reported to the physician(s) who, based on the patient's severe hemophilia classification, questioned the result. The sample was repeated on an alternate method. The repeat result was lower than the erroneous result and aligned with the clinical picture. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated coagulation factor viii deficient plasma result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report the observation of a falsely elevated coagulation factor viii deficient plasma result on a sysmex cn-6000 system. Per the limitations section of the coagulation factor viii deficient plasma instructions for use (IFU): "results of this test should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00035 was filed on 17-sep-2024. Additional information on 21-oct-2024: the investigation concluded that the issue was resolved by performing routine troubleshooting. Quality control (qc) results have been found within range on the day of the event. The official assay protocol has been used for coagulation factor viii deficient plasma testing. Siemens checked calibration curves and did not note any issues. Siemens investigated the corresponding sample kinetic data and did not identified any issues. The discordant result was flagged with "defective sample volume", this flag indicates that the sample might be underfilled or that the sample was already processed on another system for other parameter testing. Reagent issues were ruled out based on review of qc which showed recovery within acceptable ranges and no issues were reported with other patient samples. Assessment of instrument performance included a review of backup data files, and no issues were noted. The customer reported discordant results versus an alternate method, but siemens does not have any claim of equivalence to the alternate method and cannot conclude why the results for this individual patient were different on the alternate method. Based on the available information, the cause of the discordant result is inconclusive. The customer is operational, and the reported issue is resolved by routine troubleshooting. The coagulation factor viii deficient plasma lot 560863a is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.